Manufacturer narrative:
Internal complaint reference case-2020-00037134-1.

Event description:
It was reported that the hydraulic cylinder was leaking and loose. The arm of the positioner spider moves when in the locked position. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The air hoses were detached from the swivel and not included. A functional evaluation was performed. Test air hoses were utilized. The device failed the weight test. The piston migration was at 2.1 inches. The reported failures were confirmed and the root cause has been determined to be a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded that both failures were repeat issues. No containment or corrective actions are recommended at this time.